Event description:
It was reported that this twenty year old right atrial (ra) lead had an alerts for pacing impedance out of range for the past four years. No further information was known at this time. The system remains in-service, and no adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial report that was erroneously reported as boston scientific does not manufacture this product.